Event description:
The clinical support specialist reported that the 2.5 drill bit break off inside the patient. The clinical support specialist has reported that whilst implanting an inferapectineal plate, the tip of the drill bit broke off. The clinical support specialist has reported that the surgeon believes that he may have hit a pin when drilling, which caused the drill bit to break. The clinical support specialist has reported that the tip of the drill bit was left inside the patient as the surgeon reported that to try and remove it could have caused damage to the patient. There was no delay to surgery.

Manufacturer narrative:
Part of the device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Part of the device remains implanted.